Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-75922.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process. The customer did not know the blood glucose reading. The customer stated that she had attempted the process thrice before calling for troubleshooting assistance. She was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. She was advised to replace the plunger and manually push the plunger to verify that insulin exited the tubing. She reported that insulin did exit. She was then advised to rewind the insulin pump, reinsert the reservoir into the insulin pump, and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery and was advised that the device would need to be replaced. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and a request was made to have the device returned for analysis.